Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint states: ¿it was reported that the cement was not able to use due to possibility of not able to create good quality cements during the tka surgery on (B)(6) 2019. The 2 packs cements (p/n: 3070040) were put into the syringe (p/n: 831215) and commenced mixing according to the procedure while vacuuming. It was confirmed that a certain amount of liquid was flowed to the foot pump direction in the vacuum tube when about 1 minute passed, so the surgeon decided not to use the cements. The surgery was completed by using alternative cements and syringe within a 30 minutes surgical delay. There was no adverse consequence to the patient. No further information is available.¿

Event description:
It was reported that the cement was not able to use due to possibility of not able to create good quality cements during the tka surgery on (B)(6) 2019. The 2 packs cements (p/n: 3070040) were put into the syringe (p/n: 831215) and commenced mixing according to the procedure while vacuuming. It was confirmed that a certain amount of liquid was flowed to the foot pump direction in the vacuum tube when about 1 minute passed, so the surgeon decided not to use the cements. The surgery was completed by using alternative cements and syringe within a 30 minutes surgical delay. There was no adverse consequence to the patient. No further information is available.